Event description:
It was reported that the wireless recharger (wr) connects with the implantable neurostimulator (ins) and then disconnects. It was reported that it sounded like the ins charge level went out friday or saturday and then saturday morning the patient started having this issue. During the call, the recharger was reset but that did not resolve the issue. Email was sent repair to replace the recharger. No symptoms were reported. Additional information was received from the manufacturer's representative (rep) and patient that the patient was still having difficulty getting the wr to connect to the ins. The patient stated the wr connects to ins for brief periods of time (3sec to 1min), then disconnects and starts beeping like it is searching for the ins, it will briefly connect again and then back to searching. The rep and patient worked on this prior to calling tech services. This issue was noted to have started friday or saturday of last week. Technical service (ts) did extensive troubleshooting with patient by having the wr placed all over the ins, mostly the wr would connect for 5-10 sec but found one spot where they got 1 min of charging. The rep lowered the sound to see if that would help as well. Ts had the patient connect to the wr app which had no issues with wr app or patient application. The patient's battery was at 25% full and typically charges everyday. Ts also had the patient try the first wr as well which did the same thing. Discussed with rep about the potential for ins location in the pocket consideration. Rep indicated due to earlier zoom meeting to visually see what the patient was doing, that rep could see that the ins appeared to be level with surface of the skin. The patient reviewed this was a sudden change over the weekend and always had good coupling with wr since implant in (B)(6) 2022. The patient indicated he felt that something with the ins had changed positions in the pocket. Based on the extensive wr positioning and getting the same result, ts sent email to rep recommending that a visit with patient in person to evaluate pocket and possible x-ray of pocket to check position of ins. The patient typically uses the drape but today he was just placing the wr on skin. No symptoms were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative that the hcp and the patient are planning on surgical intervention. They will open the pocket, flip the battery back over and stitch the ins in place to prevent flipping.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative (rep) who reported an x-ray was performed and nothing abnormal was noted. The cause of the connection issue was still undetermined. The patient was told to align the recharger to the battery to resolve the connection issue. Additional information was received from the manufacturer's representative (rep) who reported after an x-ray was performed the image appears to have one lead wire over the implantable neurostimulator (ins) and ins appears to be in a 45 degree angle, it appears to be flipped. The rep will speak with the clinician.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. No surgical procedure was necessary. The ins flip issue was resolved. The patient came into the office and the clinician was able to flip the battery through manipulation. The battery was tested and everything was responding well and the patient began recharging the device without incident.